Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately two weeks post port implant, during chemotherapy, the patient allegedly experienced chest wall swelling. It was further reported that intervention was required to aspirate the chemotherapy medication from the patient's body. Therefore, an x-ray imaging was performed which demonstrated that the catheter was disconnected from the port body and migrated to the heart. Reportedly, the catheter was removed leaving the port body inside and a peripherally inserted central catheter (PICC) was placed for chemotherapy. The patient was reported as stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2023); g4. H11: d4, d10, h3, h6 (method, results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks post port implant, during chemotherapy, the patient allegedly experienced chest wall swelling. It was further reported that intervention was required to aspirate the chemotherapy medication from the patient's body. Therefore, an x-ray imaging was performed which demonstrated that the catheter was disconnected from the port body and migrated to the heart. Reportedly, the catheter was removed leaving the port body inside and a peripherally inserted central catheter (PICC) was placed for chemotherapy. The patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: a lot history review was completed and identified that this is the first reported complaint for this lot number and this issue to date. Investigation summary: one MRI low-profile with cath-lock and one segment of catheter, as well as sutures, was returned for evaluation. Visual, microscopic, tactual, functional, and dimensional evaluations were performed. The investigation is confirmed for detachment of the catheter and catheter lock and migration. Both cath-lock and catheter were detached from the port and each other. The sutures were not attached to the suture holes. A complete circumferential break was noted approximately 27.0cm from the proximal end of the proximal catheter segment; this was found to be striated and smooth, consistent with a sharp instrument cut, and was not at 90 degrees, but inclined. Residue was noted throughout. Upon infusion, apparent blockage was noted within the catheter. Further pressure was applied during infusion and bloody tissue was noted exiting at the break point. The catheter segment was also tested against hydrostatic pressure and no leaks were noted. The average of measurements of the outer diameter of the port stem found they measured slightly low and there was not a very large range between measurements. The catheter lock inner diameter did not measure out of specification. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: h6 (device 1250) h10: d4 (expiration date: 04/2023); g4 h11: b5, h2, h3, h6 (device code, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks post port implant, during chemotherapy, the patient allegedly experienced chest wall swelling. It was further reported that intervention was required to aspirate the chemotherapy medication from the patient. Therefore, an x-ray imaging was performed which demonstrated that the catheter was disconnected from the port body and migrated to the heart. Reportedly, the catheter was removed leaving the port body inside and a peripherally inserted central catheter (PICC) was placed for chemotherapy. The patient was reported as stable.